Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic segmentectomy, the stapler did not fire after two successful firings. This resulted to an extended surgical time to thirty minutes but there was no adverse event. They changed the device to complete the case. There was no patient injury.